Event description:
It was reported that the patient was seen in clinic for normal follow-up. The pulse generator exhibited pacemaker syndrome and auto mode switch episodes. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.